Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. The magnet rate was 67.5 ppm. A software download was not successful.